Manufacturer narrative:
On 9/8/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 9/9/2020, the device was inspected, and it was found that hemostatic valve was pushed inside the luer hub. This finding was reviewed, and determined it continues to be deemed MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. It was reported the sheath was leaking at the homeostatic valve. The sheath was replaced, and the issue resolved. Nothing appeared to be broken and physician did not state such. The hemostasis valve (gasket) did not break into two, or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient at the time of the event. No air was observed nor reported to have entered the patient¿s body. The hemodynamics was not compromised due to bleeding. There was no report of patient consequence. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
On 9/19/2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. It was reported the sheath was leaking at the homeostatic valve. The sheath was replaced and the issue resolved. Nothing appeared to be broken and physician did not state such. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient at the time of the event. No air was observed nor reported to have entered the patient¿s body. The hemodynamics was not compromised due to bleeding. There was no report of patient consequence. No medical intervention was required to stop the bleeding. Device evaluation details: device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).